Event description:
The dealer alleges the pb8005lp3 nebulizer stopped working during treatment.

Manufacturer narrative:
Should additional information become available for the patient a supplemental record will be filed.